Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found the partial lead was returned in three pieces. Visual examination found first external abrasion breaching the outer insulation which consistent with friction to device can. While second external abrasion was found breaching the outer insulation consistent with friction to another device or feature of patient¿s anatomy. No other anomalies were noted with the exception of procedural damage.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.